Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high threshold. Additional information indicated that this lead migrated to proximal portion of lateral branch in the coronary sinus. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. However, a set screw mark was noted on the terminal pin. There was a trace of dried body fluid/blood noted in the lumen area. This lead passed electrical testing and no irregularities noted on the lead tip.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high threshold. Additional information indicated that this lead migrated to proximal portion of lateral branch in the coronary sinus but there was no confirmation of any occurrence of dislodgement. This lead was explanted. No additional adverse patient effects were reported.